Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) recommended the customer replace the primary battery and check all the wire assembly for connection.

Event description:
It was reported that after both internal batteries were replaced on the ht50 ventilator it is showing "bat fault sys" error. Patient involvement is unknown.